Event description:
It was reported that during the procedure in the heavily calcified and tortuous left main artery to the circumflex artery, atherectomy was performed followed by predilatation using a non-abbott balloon. An attempt was made to advance a 2.25x15 promus stent delivery system; however, the stent delivery system could not advance. The physician noted that the stent had moved off the balloon and was no longer inside the markers. The guide wire and stent delivery system were removed from the anatomy intact. A 2.75x23 promus stent delivery system was advanced to the proximal segment of the lesion in the left main artery and the circumflex and the stent was deployed successfully. Post dilatation was performed using a non-abbott balloon. Multiple attempts were made to advance a 2.5x15 rx promus stent delivery system distal to the 2.75x23 stent; however, resistance was felt and the stent dislodged from the balloon and embolized in the left main artery. An unsuccessful attempt was made to retrieve the stent using a snare device; therefore, a guide wire was advanced next to the undeployed stent and a non-abbott balloon was used to crush the stent inside the 2.75x23 stent. A 3.0x15 promus stent was also deployed inside the 2.75.x23 stent. The procedure was completed and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the shaft, balloon, stent implant and in the guide wire lumen; and contrast on the shaft. The stent implant was stationary on the tightly-folded balloon but had dislodged distally and was located 1 centimeter distal to the proximal marker and over the distal tip. These observations are consistent with the reported information. The first proximal row had bent struts, which is consistent with interaction and resistance with heavily tortuous and calcified anatomy. There were crimp marks on the balloon between the markers, suggesting that the stent was crimped securely and properly on the balloon during manufacturing. Also, the measured tip length and crimped stent outer diameters (distal to the proximal damage) met manufacturing criteria. The hypotube had multiple bends, which were not reported and likely occurred post-procedure during packaging for return. A guide wire was frozen inside the sds guide wire lumen; however, this may be due to the dried blood in the guide wire lumen and likely did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily tortuous and calcified anatomy contributed to the reported failure to advance. Additionally, an interaction with the anatomy during the attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and resulted in the stent becoming loose on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stent for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 15 mm promus indicated is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Return of the promus stent delivery system (sds) may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily tortuous and calcified anatomy contributed to the reported failure to advance. Additionally, an interaction with the anatomy during the attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and resulted in the stent becoming loose on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stent for this lot. There is no indication of a product quality deficiency.